Manufacturer narrative:
During testing it was found the device battery was swollen. This was due to an old battery. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted that the device battery was swollen.